Event description:
It was reported that occlusion alarms occurred. There was no reported adverse impact to the customer. System check was started with tandem technical support (tts) however, customer was unable to complete the check. Reportedly the customer will replace supplies to address the occlusion.